Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal valve position and patient anatomy. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. In this case, the inaccurate delivery/positioning difficulty was most likely due to patient anatomy.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was implanted at a depth of 6mm. The device did not position well at this depth due to the annular perimeter of the native valve. The echocardiogram showed severe paravalvular leak (pvl). There was no change in the pvl following balloon aortic valvuloplasty (bav). The patient could not recover from the rapid pacing necessary for the bav so the patient was put on bypass. A second valve was implanted valve in valve at a slightly higher depth of 4mm, decreasing the pvl. The patient was taken off pump and put on extracorporeal membrane oxygenation (ECMO). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.